Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that there was blockage at the site on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received correction bolus via pump. The patient changed soft cannula infusion set only and resumed insulin. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.